Event description:
It was reported that several files separated. Further information was requested, though none is available as of this report.

Manufacturer narrative:
Several unsuccessful attempts were made to obtain both the device for evaluation and further information pertaining to this event.